Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal instruction for use (IFU) states after arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery.

Event description:
It was reported that following a diagnostic procedure, the angio-seal wire was inserted through the procedural sheath. The procedural sheath was removed and the angio-seal sheath was removed with no signs of blood. The nurse was not able to confirm if the angio-seal was placed in the common femoral artery (cfa); therefore, the device was not implanted. The nurse noticed the development of the hematoma and manual compression was applied. The pt's hemoglobin dropped one gram. The pt complained of severe low back pain, right groin and abdominal discomfort. The pt experienced retroperitoneal bleeding from the right common femoral artery. The pt was reported in stable condition.